Event description:
Customer reported intermittent no exposure or distorted images when c-arm is moved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4)